Manufacturer narrative:
The lead remains implanted with the new device. However, analysis of the explanted device indicated a shock into a shorted lead condition damaged the device. The physician was provided with this information and has scheduled a lead revision procedure. This report will be updated when additional information is received. Upon receipt at our post market quality assurance laboratory, the complete lead was not returned. A proximal segment including the three terminal pins and the yoke was received. Additionally, two spectranetics rotary dilator tools were returned, one 11 french and one 13 french. These were used in the lead extraction procedure. The field representative reported the distal portion of the lead was returned within a tool, but inspection of the returned items found no distal segment. Resistance testing on the segment that was received produced normal measurements, indicating the conductors were intact. Testing also found the inner insulation was intact. Laboratory analysis of the returned device indicated a shock into a shorted lead condition had damaged the device. It was suspected an insulation breach or an internal short in the lead had occurred, but this could not be confirmed without receipt of the distal portion.

Event description:
It was reported that the patient implanted with this implantable cardioverter defibrillator (ICD) and associated right ventricular (rv) lead experienced a ventricular fibrillation (vf) arrest while at a football game. Emergency services tended to the patient at the stadium, delivering six external shocks and performing cardiopulmonary resuscitation (CPR). The patient was treated at the hospital with two additional shocks and finally the vf was converted. In the hospital, efforts to interrogate the device were not successful. A magnet applied to the device did not elicit beep tones. Technical services was contacted about this case. It was discussed that the device should be re-interrogated when the patient was able to have less hospital equipment present, in case electromagnetic interference (emi) was causing the interrogation difficulties. The patient remained hospitalized in the intensive care unit. Approximately three weeks later, it was reported the patient was doing well and the device was scheduled to be explanted and replaced. The rv lead remained in service with the new device. The shock configuration was changed, from triad to rv coil to can, in effort to optimize the energy used in the shock, and defibrillation threshold (dft) testing was performed. The first 41 joule shock did not convert the induced vf, but a second 41j shock delivered by the device was successful. It was discussed that x-rays showed the rv lead position may not be optimal for defibrillation thresholds, and the r-wave amplitudes were smaller than desired. However, the pacing and shocking impedances were within normal range, with slightly higher pacing threshold values. The physician did not wish to replace the rv lead at this time, due to the patient's condition. It was noted the patient was conscious and well oriented. The patient was not connected to any electrical equipment, maintained correct verbal interaction with the hospital staff, had good vital signs, and could walk correctly. After the device replacement procedure, another attempt was made to interrogate the explanted device, but it was again not successful. The device will be returned for laboratory analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
The lead remains implanted with the new device. However, analysis of the explanted device indicated a shock into a shorted lead condition damaged the device. The physician was provided with this information and has scheduled a lead revision procedure. This report will be updated when additional information is received.

Event description:
It was reported that the patient implanted with this implantable cardioverter defibrillator (ICD) and associated right ventricular (rv) lead experienced a ventricular fibrillation (vf) arrest while at a football game. Emergency services tended to the patient at the stadium, delivering six external shocks and performing cardiopulmonary resuscitation (CPR). The patient was treated at the hospital with two additional shocks and finally the vf was converted. In the hospital, efforts to interrogate the device were not successful. A magnet applied to the device did not elicit beep tones. Technical services was contacted about this case. It was discussed that the device should be re-interrogated when the patient was able to have less hospital equipment present, in case electromagnetic interference (emi) was causing the interrogation difficulties. The patient remained hospitalized in the intensive care unit. Approximately three weeks later, it was reported the patient was doing well and the device was scheduled to be explanted and replaced. The rv lead remained in service with the new device. The shock configuration was changed, from triad to rv coil to can, in effort to optimize the energy used in the shock, and defibrillation threshold (dft) testing was performed. The first 41 joule shock did not convert the induced vf, but a second 41j shock delivered by the device was successful. It was discussed that x-rays showed the rv lead position may not be optimal for defibrillation thresholds, and the r-wave amplitudes were smaller than desired. However, the pacing and shocking impedances were within normal range, with slightly higher pacing threshold values. The physician did not wish to replace the rv lead at this time, due to the patient's condition. It was noted the patient was conscious and well oriented. The patient was not connected to any electrical equipment, maintained correct verbal interaction with the hospital staff, had good vital signs, and could walk correctly. After the device replacement procedure, another attempt was made to interrogate the explanted device, but it was again not successful. The device will be returned for laboratory analysis. No additional adverse patient effects were reported.